Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of delayed union, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the treatment of tibia fractures with the t2 alpha tibia nailing system¿. The study was conducted at ¿bg unfallklinik murnau, germany'. The report is associated with the stryker ¿t2 alpha tibia nailing system¿ and includes an analysis of the clinical data that was collected on 22 patients. The cases in the study range from may 2019 and june 2021. The report indicates that one (1) patient experienced a delayed union, which required dynamization, that involved removal of 2 proximal screws.

Manufacturer narrative:
Please note correction to clinical code. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of delayed union, which required dynamization, that involved removal of 2 proximal screws could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the treatment of tibia fractures with the t2 alpha tibia nailing system¿. The study was conducted at ¿(B)(6) germany'. The report is associated with the stryker ¿t2 alpha tibia nailing system¿ and includes an analysis of the clinical data that was collected on 22 patients. The cases in the study range from may 2019 and june 2021. The report indicates that one (1) patient experienced a delayed union, which required dynamization, that involved removal of 2 proximal screws.